Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to an open fuse located on the analog board. It is unknown how the fuse became open. The customer declined repair and the device was returned unrepaired and labeled not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.